Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer on insulin labeling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 228-229 mg/dl.

Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.